Event description:
Attorney reported: in late 2004, the patient underwent a right lower quadrant ventral hernia repair with placement of a composix e/x mesh patch. After implantation the mesh eroded into the bladder, causing multiple bladder infections and suture abscesses. In 2007, the mesh patch was explanted. Four months later, the patient underwent the excision of two more suture abscesses caused by the mesh patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.